Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 493 mg/dl. Customer¿s other blood glucose were 431 mg/dl, 416 mg/dl. The customer treated with the insulin pump. The customer reported they have not contacted their health care provider regarding the high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The customer was offered troubleshooting for high blood glucose level, but customer declined. Also troubleshooting was performed for sensor glucose level versus blood glucose level. The sensor will not be returned for analysis. Case (B)(4) (sensor) mentioned high blood glucose levels.